Event description:
During baxter's evaluation of a spectrum pump, it displayed the close door message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched alarm. The alarm was found to be caused by a loose upper link screw. When the screw was adjusted during the evaluation, the device performed as expected. The link screws were replaced.